Event description:
It was reported that the bd intregra¿ syringe with detachable needle would not retract when administering the depot injection. Additionally, it was reported that the plunger was "stiff" halfway through the administration before "shooting off" the depot injection "very fast", causing spillage. The following information was provided by the initial reporter: " the needle does not retract when staff is administering depot injection. On some occasions staff has noted that the syringe is very stiff halfway, administration of depot injection then shoots off the depot injection very fast causing spillage. We had a near-miss in the clinic where the staff was reported to have almost been cut/injured as the needle/syringe jammed when they were administering depot injection."

Manufacturer narrative:
H.6. Investigation summary: five 3ml integra syringes with needles attached in fully sealed blister packs from batch 8317519 (p/n 305274) were received and evaluated. No visual defect were observed. All five syringes were removed from the packages. The plunger rods were depressed, and the retraction mechanism activated as expected. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intregra¿ syringe with detachable needle would not retract when administering the depot injection. Additionally, it was reported that the plunger was "stiff" halfway through the administration before "shooting off" the depot injection "very fast", causing spillage. The following information was provided by the initial reporter: the needle does not retract when staff is administering depot injection. On some occasions staff has noted that the syringe is very stiff halfway, administration of depot injection then shoots off the depot injection very fast causing spillage. We had a near-miss in the clinic where the staff was reported to have almost been cut/injured as the needle/syringe jammed when they were administering depot injection."